Event description:
It was reported that the patient was admitted for a driveline infection. Review of the patient's log files showed clusters of pi events on 11dec2021 and 12dec2021. Otherwise, only routine events were noted. The mechanical circulatory support (mcs) equipment appeared to be operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the type of driveline infection was resistant staphylococcus aureus sensitive to methillicin. The patient was short of breath with generalized weakness and had low blood pressure. The patient was treated with antibiotics and fluid management and was discharged.